Event description:
It was reported that this patient received three bursts of anti-tachycardia pacing (atp) and one shock during an episode. Boston scientific technical services (ts) was asked if the shock was inappropriate, but at this time, no further information is available. Device data was sent to technical services (ts) for review. Device data review determined there was noise observed on the ventricular channel showing evidence of right ventricular (rv) lead impairment associated with the is-1 leg of this lead. This device system was also noted to have recorded a low out of range pace impedance measurement. No additional adverse patient effects were reported. The device system remains in service.